Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscopic examination of the device displayed nicks on the knife bl ade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lap. Sigmoidectomy, the device was difficult or unable to close and partially fired. New anastomosis was needed deeper to prevent a permanent impairment of a function. They used second stapler use for second anastomose. The surgical time was extended 30 minutes or more due to the product problem. No patient injury has been noted.